Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient miscounting carbohydrates and incorrectly performed a manual calculation of dosage).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 23mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient was miscounting carbohydrates and incorrectly performed a manual calculation of dosage. This report is being made due to the bg excursion the patient experienced due to training misuse.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Review of the available tdd¿s add up correctly and reflect the users programmed basal rate. When powering on the pump gives a ¿cs69¿ alarm. The pump was unable to recover from cs69 after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The available alarm history/bb shows evidence of cs087 alarms. The error is resident to flash chip (u39). Unable to adequately investigate the compliant; additional failure prevents adequate investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.